Manufacturer narrative:
Citation: pascual, I. Et al. Transcatheter aortic valve implantation in very elderly patients: immediate results and medium term follow-up. Journal of geriatric cardiology (2015) 12: 340-345 doi 10.11909/j.issn.1671-5411.2015.04.005. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes in very elderly patients after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multiple centers between 2007 and 2012. The study population included 160 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 87 ± 2.1 years. Among all patients adverse events included: cerebral vascular accident (cva), acute myocardial infarction (mi), vascular complications/blood loss, cardiac tamponade, annulus rupture/aortic dissection, electrocardiogram (ECG) changes treated with permanent pacemaker implant, malposition, valve-in-valve and greater than mild aortic regurgitation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.